Event description:
It was reported that the patient has never experienced therapeutic benefits. The patient would feel stimulation for 1/2 to 1 hour after increasing the stimulation. The stimulation would then fade and does not feel it. She experienced an occasional shocking or jolting sensation, and stimulation changes when getting into bed. Palpating did not cause stimulation changes. She was at home. Further information is being requested from the hcp.